Event description:
The medical imaging technologist was in the 0perating room doing a vascular case. The medical imaging technologist had the c-arm in position under the table and was obtaining some fluoroscopic images, when suddenly the table cracked and broke. The patient was slowly guided to the floor as the table collapsed. As the table broke, it slightly struck the fluoro tube head which was still under the table. The machine was taken out of service and inspected/tested by clinical engineering. It passed the inspection and testing and was placed back in service.